Manufacturer narrative:
Analysis of programming history.

Event description:
During a review of the patient's programming history available in the manufacturer's in-house programming database, it was observed that on (B)(6) 2009 a faulted systems diagnostic test occurred which resulted in a change to the patient's programmed settings. A final interrogation was not performed therefore the setting change was not noted until a follow up appointment on (B)(6) 2009 at which time the patient's settings were corrected. There were no reports of any patient adverse events as a result of the settings not being as intended and additional training has been provided to the physician regarding final interrogations.